Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother stated that the patient looked unwell and checked the patient's bg and found that the values were inaccurate. It was indicated that the patient was treated with 120 ml of lucozade drink and 2 digestive biscuits. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.